Event description:
It was reported to covidien in 2009, that a customer had an issue with a hemodialysis catheter. The customer reports thrombus formation at the tip of the mahurkar 11.5 fr. Catheter, requiring the catheter to be removed and replaced.

Manufacturer narrative:
Submit date: may 12, 2009. An investigation is currently underway. Upon completion, the results will be forwarded.